Event description:
Patient was revised to address a pseudotumor, metallosis, and osteolysis. Upon revision trunnion corrosion was found. The patient's medical records were reviewed for MDR reportability. There is no additional information to report at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). This report is still under investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.